Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that they obtained a discordant, falsely low hcv result on a patient sample on an advia centaur xpt instrument. The customer stated that the quality controls were within range on the day of the event and that there have been no additional discordant results since an engineer serviced the instrument. The cause of the discordant, falsely low tsh result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low anti-hepatitis c antibodies (hcv) result was obtained on a patient sample on an advia centaur xpt instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on an alternate instrument, resulting higher. The initial instrument was serviced and the sample was repeated again, resulting higher than the discordant result. The repeat result on the initial instrument was reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low hcv result.